Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/22/2021. H.6. Investigation: a device history record review was completed for provided material number 305211 and lot number 9226947. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and five photos were received for evaluation by our quality team. The sample received came in a sealed packaging blister. A visual inspection was performed and it was observed that there is a piece of plastic for a plastic shield in the blister. The five photos provided show the sample received. It could be possible that a jam occurred at the feeder inducing damage to a plastic shield. The plastic then may have gotten loose and ended up packaged in a part. Based on the investigation with the returned and photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: during our visual inspection, a debris (fm) was found in blister pack.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: during our visual inspection, a debris (fm) was found in blister pack.